Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and failure to retract. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.